Event description:
It was reported that the image on the 6600 system went blank. The system was rebooted and operation restored. It was noted that the system then randomly generated beeping sounds while sitting idle (when footswitch is released). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. Motherboard and controller assembly pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.